Event description:
It was reported that the doctor inserted the catheter via femoral artery. As the doctor removed the spring wire guide (swg), he noticed that it was unraveling. In order to remove the "tangeled swg" the doctor had to make a vessel dissection. There was no reported patient complications.